Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The repeat result was consistent with a result previously obtained from the patient. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc directed the customer to change the sample probe based upon imprecision and absorbance changes. The customer replaced the sample probe and reseated the tubing, resolving the issue. The cause of the discordant, falsely low troponin result on one patient sample is a sample probe malfunction. The instrument is performing within specifications. No further evaluation of the device is required.